Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
On an unknown date, components of the a1040 (budde halo retractor) had issues found at incoming inspection of goods by the distributor. There was no patient contact or patient injury. (Adjustment wrench assembly) (B)(4); the wire was disconnected (continutrac halo ring) (B)(4); the parts of both side surfaces were not attached. (9 inch retractor arm assembly) (B)(4); the tip part was not completely fixed; it may move.